Manufacturer narrative:
Follow-up #1 date of submission 09/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a battery life issue; all battery voltages appeared normal. During testing, current draws measured within specifications. The pump case was removed, and no evidence of intermittent conditions or moisture ingress was found. The battery life complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the bolus button cover was observed to be missing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.